Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the keypad was intact. All the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.